Event description:
Customer reported the device delaminated in the center of the mesh during hernia repair. The mesh was tacked in place. No adverse patient consequence reported and the device remains implanted.